Event description:
It was reported that during preparation of a port placement procedure, the catheter was allegedly found to be damaged. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port isp MRI implantable port kit was received for evaluation. Visual, tactile and functional testing were performed. The catheter was gently stretched, and normal elasticity was felt throughout. No breaks were noted. Therefore, the investigation is inconclusive for the reported device damaged prior to use as exact circumstances at the time of reported event is unknown. However, the investigation is unconfirmed for the reported catheter damage issue as no abnormalities were noted to the entire catheter tubing. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the catheter was allegedly found to be damaged. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.